Event description:
It was reported that the customer had unresponsive buttons on his insulin pump. His blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.